Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Four small knobs were all found cracked. Functional testing performed. The customer's reported issue of "alarm issues" was confirmed. However, the issue of "not cycling properly" could not be confirmed. The root cause was due to open field actions. Replaced stuck vent o-ring and rfv (tidal volume). Also performed market action for parapac patient outlet connector. Device passed all functional/delivery testing after repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit did not cycle breaths and had alarm issues. There was patient involvement, and no patient harm/adverse event reported.